Event description:
Lymphocysts [lymphocele]. Case description: spontaneous report received in 2008 from a physician regarding a female patient, age and initials unknown, who experienced lymphocyst after placement of seprafilm. The patient was identified by the manufacturer as patient 5 of 5 from this reporter. The physician reported that he had used an (unspecified) hydrated form of seprafilm in the initial (unspecified) surgery which was done using the davinci robotic device (the physician stated he had performed 85 total robotic cases using the unspecified hydrated seprafilm formulation). He stated that he had also begun injecting morphine into the vaginal cuff at the same time he began using the hydrated seprafilm. At an unspecified time after the initial surgery, the patient presented with symptoms resulting in an additional exploratory surgery and/or hospitalization. She was diagnosed with lymphocysts. Due to the presence of the co-suspect drug, morphine, he stated he was "unsure of the casual link to the use of hydrated seprafilm". He stated that the patient had recovered and had been discharged to home.